Manufacturer narrative:
Received seven (7) used 140019291 primary plum sets for inspection from lot numbers 11286729, 6359741, 11286729, 52302217, 7884749, 5603775, and 786677 for evaluation on 8/8/2023. No defects or anomalies noted. Each set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint could not be confirmed on the reported one (1) used 140019291 primary plum set lot# 11286729. However, the one (1) used 140019291 primary plum set lot# 6359741 can be confirmed based on a lot history review - corrective actions are in progress.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. D1 full brand name: primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm in which the customer reported that the device had an ongoing display of "prox occlusion a startup- open/close door or backprime" notifications. The infusion was reported to stop mid treatment displaying a notification of "power off then on ¿ replace pump if alarm continues". There was patient involvement, however, no harm was reported as a consequence of this event.